Manufacturer narrative:
Two samples were returned initially identified for this complaint. Review of the samples indicated handwritten dates that were after the date of first receipt for this file. Based on conflicting follow up information, the decision was made to create two new files for the returned samples. Reference 2018-25544 and 2018-25552. (B)(4).

Manufacturer narrative:
Four photos were provided that appear to show the same cartridge tip from the sides and the bottom. The quality of the photos and glare do not allow for a determination of cracks. There may be stress lines. The reported damage can¿t be verified without inspection of the actual product. The complaint history and product history records could not be reviewed for the cartridge or the related iols because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model diopters indicated are qualified for use with the indicated cartridge and handpieces. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Stress line are an expected occurrence with a lens delivery and do not denote a cartridge malfunction. Edge damage to the lens typically occurs if there is an inadequate amount of viscoelastic and /or if the lens is delivered too rapidly. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the lens remains implanted. There was no injury to patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Iol product history records could be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported noticed pits on the edge of the intraocular lens during an intraocular lens (iol) implant procedure. He believes it is caused by the cartridge splitting.